Manufacturer narrative:
(B)(4). An event indicative of a potential malfunction of the disposable cassette was identified. The device was not returned; therefore, a device analysis could not be completed. Re-use of single use supplies is known to cause this event. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿ which is shipped with every homechoice device. The guide instructs the user not to attempt to reuse any disposable supplies. It warns the user not to replace empty solution bags or reconnect disconnected solution bags during therapy. Also, it warns the user that possible contamination of the fluid or fluid pathways can result if disposables are reused. A review of the label for the product family will be conducted. If additional relevant information is obtained, then a supplemental report will be submitted.

Event description:
It was reported that a home patient (hp) experienced a reuse of single-use supplies while using the homechoice device, during prime. The reuse of single-use supplies was further described as the hp started therapy over with a new cassette, but did not exchange the solution bags for new bags. Refused to start over with all new supplies. The technical service representative (tsr) had the hp clamp off the used supply line and connect a new bag to the unused supply line. The tsr reviewed proper procedures with the reporter. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.